Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples. *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 06/12/2020 under wo # (B)(4) and shipped on 09/08/2020. Manufacturing record review: DHR 291134 & 291135 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair log 95670. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action the unit was fitted with a new board, tested to specifications and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
E-complaint-(B)(4). The ball electrode was sparking while the surgeon was using the unit. Order: (B)(4). Complaint verified. 1216677-2021-00029 leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
(B)(4). The ball electrode was sparking while the surgeon was using the unit. Order: (B)(4). Complaint verified. Leep precision generator lp-20-120 (B)(4).